Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not alarm for air in line when distal to the device. The device was programmed to deliver an unspecified concentration of lipids at a rate as low as 0.3/ml/hr. After an unspecified length of time, the customer contact reported that the nurse noted an air bubble distal to the cassette, approx 1.5 inches in length with no device alarm. It was reported that the air bubble was removed from the tubing before it reached the pt. No specific details were provided. There were no reported adverse pt effects. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.